Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call air bubbles anomaly. Customer's blood glucose level was 285 mg/dl. Customer experienced ketones and had vomited on their pillow. Customer's mother believed the device may have malfunctioned and treated the patient with a manual injection. Troubleshooting for air bubbles was performed. Customer advised there were small air bubbles inside the reservoir. Customer performed and passed the high pressure test. Customer was able to get the air bubbles out of the reservoir and they changed out their complete set.